Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing and oversensing as there was noise seen on the ECG. The device remains in use and programming options were discussed. No patient complications have been reported as a result of this event.